Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the pacing threshold on left ventricular lead. The pacing threshold was reprogrammed to a lower setting and the issue was resolved. No further patient complications were reported as a result of this event.